Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had passed away. The customer's blood glucose at the time of death was unknown. The caller stated that the cause of death was aneurism. The customer was wearing the insulin pump at the time of death. The caller stated that they did not have possession of the insulin pump. Nothing further was reported.